Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a lead implantation, when deployed, the lead impedance was greater than 4000ohms and no ventricular capture through the psa in bipolar configuration. This was during a cardiac arrest in which external pacing was required. The lead was repositioned multiple times with no change. The lead was abandoned and another lead was implanted. After ventricular lead implantation, the patient experienced a prolonged period of asystole requiring cardiopulmonary resuscitation and external pacing. The physician decided to explant the second lead implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During a lead implantation, when deployed, the lead impedance was greater than 4000ohms and no ventricular capture through the psa in bipolar configuration. This was during a cardiac arrest in which external pacing was required. The lead was repositioned multiple times with no change. The lead was abandoned and another lead was implanted. After ventricular lead implantation, the patient experienced a prolonged period of asystole requiring cardiopulmonary resuscitation and external pacing. The physician decided to explant the second lead implanted.